Event description:
Total knee arthroplasty performed in 1996. Knee reportedly became painful with some a/p laxity and revision was performed 2003, to replace tibial bearing with thicker component. During revision surgeon observed abnormal wear on the patella component, which was also replaced.